Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros tropi es result was obtained from a single patient sample using vitros tropi es reagent pack lot 2600 processed on the vitros 5600 integrated system (s/n (B)(4)). A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es lot 2600 performance issue is considered unlikely. As a vitros tropi es precision test was within acceptable guidelines, an instrument related event has been discounted as a causative factor, however it is possible that improper microwell incubator maintenance actions could be a contributing factor, although this could not be confirmed. Additionally, pre-analytical sample handling cannot be ruled out as a potential contributing factor to the event as the customer is not following the sample collection device manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
The customer observed a non-reproducible, higher than expected troponin I result for a single patient sample processed using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. Patient sample result 0.169 ng/ml versus expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected tropi es result was not reported from the laboratory. There was no allegation of patient harm as a result of this event. (B)(4).